Event description:
In 2005, baxter technical services received a report from the facility of a system 1000 alarming during a pt treatment. The facility reported that 45 minutes into hemodialysis treatment, the device alarmed indicating the total weight of 1000ml had been removed. This is an operator alert to notify the user that the target uf goal has been reached. The treatment was stopped and the pt was moved to another machine. The treatment was finished with no pt injury or medical intervention.